Manufacturer narrative:
(B)(4). The issue was discovered when the user facility's biomedical engineer was doing a repair on the heart lung machine (hlm). The field service representative (fsr) verified the reported complaint. A replacement ccm was installed. The unit operated to the manufacturers specifications. The suspect unit was returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) would not power up. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to the system 1 power supply / network interface card (nic) panel and powered on. The ccm did not power on. Ccm was powered on and the power supply output was measured with no voltage present (+5volts (v), +12v, -12v). Powered off the ccm and removed the power supply and connected it to a lab-use only bk precision direct current (d/c) power supply. No voltage present ( +5v, +12v, -12v) on the outputs of d/c power supply. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.